Event description:
It was reported that the customer's insulin pump has cracks to the casing as well as the up button is unresponsive. Customer's blood glucose level was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, broken battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.